Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility reported that the power plug of a 2008t hemodialysis machine appeared discolored. A patient was not connected to the machine at the time of the incident. Follow-up information was provided by the on-site biomedical engineer who indicated that the white side of the wire which is visible through the transparent plug had turned entirely black and appeared to have started ¿to bubble out.¿ the biomed felt that the plug was defective. The 2008t hemodialysis machine was not returned to the manufacturer for physical evaluation, however, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res replaced the main power supply cable to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The 2008t hemodialysis machine was not returned to the manufacturer for physical evaluation, however, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res replaced the main power supply cable to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.